Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The device did not declare elective replacement indicator (eri) while implanted. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient was seen in the emergency room following receipt of a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted that the shock was inappropriately administered due to oversensing of t-waves from reduced amplitude r waves. The presenting electrogram (egm) showed bigeminal premature ventricular contractions (pvcs).boston scientific technical services (ts) reviewed x-rays and noted the electrode appeared to be a bit too superior and a bit off of the sternum. Ts suggested re-screening the patient with the proper electrode position. The field representative noted that the patient was transferred to a different hospital for further follow-up. Approximately two weeks later, a revision procedure was performed where the s-ICD and electrode were explanted and a transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were successfully implanted. No additional adverse patient effects were reported.